Manufacturer narrative:
(B)(4). One flexiva laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. The fiber returned was broken approximately 3.0 cm from the distal tip. There was no damage to the fiber face within the sma connector. Functional analysis revealed that the aiming beam exiting the break was bright, clear and scattered. The condition of the returned device does not confirm the reported event. Review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 100 watt. According to the complainant, during the procedure, the focus of the laser aiming beam changed. They turned it down however, no difference was made. Upon inspection, there was no obvious break so the physician cut the fiber tip and improved the aiming beam. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.